Event description:
Meter name: one touch profile. Strip name: one touch. Meter code and strip code: ni on either. Strip storage: unknown. Strips expired. Symptoms: frequent urination. A patient reported erratic results and above symptoms. Went to doctor's office. Results reported were 380, 400, 87. It is unknown if all results were on profile or on doctor's equipment or on both. The time difference between patient's meter and other unknown method is unknown. Treatment was given. Type unknown. No further information has been reported.